Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that after an unknown procedure, the anastomosis was not complete. Due to the fact that the surgeon selected the smallest staple height, that might have led to tissue necrosis and anastomosis coming apart on the 3rd post-op day, during the initial procedure, the tissue donuts were complete and a leak test was performed. There were no other reported patient consequences.